Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number 13d10h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event a day after the onset of the symptoms. The patient was treated with vancomycin (intraperitoneally, dosage and frequency unknown). The cause of the peritonitis was unknown. The patient was retrained on aseptic technique and was discharged after four days of hospitalization. The patient was recovering from this event. Pd therapy was ongoing. No additional information is available. This is report 4 of 4 for this event.